Manufacturer narrative:
The device was not returned for analysis as it was discarded. The lot history record was not conducted as the lot number was not provided. Attempts were made to obtain the information, however, without success. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. (B)(4).

Event description:
(B)(6) / medtronic received information through clinical data review that the patient suffered asymptomatic intracerebral hemorrhage (ich) post the treatment procedure. No treatment was provided for the asymptomatic ich. The initial thrombolysis in cerebral infarction (tici) was 0 and after device use tici 3 was achieved. The occluded vessel was m1 of left middle cerebral artery. It was reported that the patient was discharged to skilled nursing facility.

Manufacturer narrative:
The patient's baseline nih stroke scale was reported 23. At 24 hours post intervention, the nihss was 5. At discharge the mrs was 4.